Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, due to severe calcification, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported nad the patient's sattus was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, due to severe calcification, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported nad the patient's sattus was good.